Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room not feeling well with heart rates in the 40 bpm range and no atrial pacing. A device interrogation showed the right ventricular lead impednaces were greater than 2,500 ohms in bipolar configuration. Lead measrements were appropriate in unipolar so the device was left in unipolar pacing for the time being. Technical services recommended further lead evaluation. It was noted that the patient received a metaport for chemotherapy two days prior to the reported out of range lead impedances. Four days later, the lead was surgically abandoned and replaced.